Event description:
It was reported the lead was capped and replaced due to low p-waves, which had diminished from 2.3mv to 0.6mv over time. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. .